Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissor instrument for failure analysis investigation. The instrument was analyzed and found to have scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratches marks measured roughly 3.78 mm x 1.08 mm. There was not any material missing. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's insulation tape was falling off. The procedure is unknown and the patient outcome was not applicable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident involved chipping and detachment of brown tape from the distal end, which was noticed during preparation for robotic arm mounting. The damage was specifically located on the portion of the instrument that enters the patient.